Manufacturer narrative:
Updated data: h6 conclusion: the device history record and frame record were reviewed. The device was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. The valve was discarded; therefore, it was not returned to medtronic for analysis. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. The patient's calcified sinotubular junction (stj) likely contributed to the event. Additionally, a fluoro valve load inspection was not provided for review, thus, it is not possible to validate a good load and rule out a misload might have occurred and contributed to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012221291); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and a pre-dilation was performed as standard for the implanting physician. No misload was identified. During the first deployment attempt the valve dislodged aortically and was recaptured. Upon second deployment attempt, infolding was observed when the valve was at a depth of 3-5mm. The valve was removed from the patient. A new valve was successfully implanted. A procedural delay of approximately 10 minutes occurred. Per the physician, the patient's calcified sinotubular junction (stj) may have contributed to the event. No adverse patient effects were reported.

Manufacturer narrative:
Image review: nine static images were provided for review. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 74.5mm with a perimeter derived diameter of 23.7mm suggesting a 29mm valve. The sinotubular junction measures an average of 29.6mm with protruding calcification. A fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. A balloon aortic valvuloplasty was performed prior to the valve implant attempt. It was reported that the valve dislodged aortic during the first deployment which warranted a recapture. Images of the first deployment attempt were not provided. An infold was visible during the second deployment attempt. The valve was deployed on the sterile field and an infold was confirmed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. In this case, the protruding calcium could have contributed to the infold during recapture. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. Evidence supports that a new valve was used and implanted successfully. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.